Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: restenosis requiring coronary artery bypass graft (CABG) is considered to be surgical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that during the procedure in 2008, a 2.5 x 12 mm xience v stent was deployed in the proximal circumflex lesion and a dissection occurred. The dissection required treatment with an add'l 3.0 x 08mm xience v stent. The procedure continued and a 2.5 x 12mm xience v stent was deployed in the proximal lad lesion. In 2009, the pt returned with new onset of angina pectoris, and was hospitalized with diagnostic coronary angiography leading into bypass surgery. There was a total of three vessels bypassed. No add'l event or pt info is available.